Manufacturer narrative:
D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016.

Manufacturer narrative:
E1: (B)(6). A philips response service engineer (rse) received an order request from the customer for an speaker replacement part (453564238621 ms_x2 assy cbl x2/mp2 speaker assembly.) Additional information was requested (like whether there was still sound coming from the device), but no response was received. A nemo (non engineering material only) service was agreed upon. The customer ordered a replacement speaker to resolve the issue.

Event description:
It was reported that a replacement speaker was needed. It is unknown if there was still sound coming from the device. It is unknow if the device was in use at time of the event. There was no report of patient or user harm.